Event description:
Philips received a complaint from customer biomed, reporting a high flow error upon start-up on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp determined the issue was due to dirty rear filter. The asp advised the customer of filter cleaning/replacement instructions. The asp cleaned the an filter and replace the lateral air filter. The device returned to full functionality after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18277.